Event description:
It was reported that the right ventricular (rv) lead was experiencing low r waves two days post implant. The lead was repositioned and still exhibited the low sensing. Four days later, another repositioning was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).